Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the monitor was observed to display a white screen with no image. The service repair technician assessed the condition and determined that the most probable cause of the reported issue was damage to the charged coupler device unit, resulting from component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue where the monitor displayed a white screen with no image due to damage to the charged coupler device unit was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.